Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 not detected on bus, which located on natxpicpx2. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there were black stains on assy retractor drawer half height cubie and fluid ingress on pcba drawer controller board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer 5 isn't detected on bus" was confirmed during fse testing and subsequently confirmed in the dchu testing and inspection process. According to the work order (wo) (B)(4), upon initial inspection, the fse found that station main drawer 5 had failed and was not being detected on the bus. The fse replaced the retractor band, reused the pyxibus module control board and reused the individual pyxibus module control board, after which the drawer was successfully detected. The fse assisted the customer with the drawer configuration. The fse then had the customer verify the drawer functionality. All worked without issue. During dchu visual inspection: p/n 353844-01: physical damage in the copper strands and black stains were observed. P/n 151903-01: fluid ingress was observed. P/n 151622-01: no anomalies were detected. During dchu testing: p/n 353844-01: laboratory testing was not required since the physical damage was confirmed. P/n 151903-01: laboratory testing was not required since the fluid ingress was confirmed. P/n 151622-01: dmm and hta testing were performed successfully. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure "drawer 5 isn't detected on bus" is attributed to the physical damage and fluid ingress of the parts p/n 353844-01 and p/n 151903-01 which produce a short and miscommunication.